Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) would not illicit audible tone with magnet or audible tone with demonstration through programmer. The device remains in use. No patient complications have been reported as a result of this event.